Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer stated that she had issues changing the battery, and her insulin pump settings were somehow changed. The customer stated that she is a brittle diabetic, and has not been able to hold down any food. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.